Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. (B)(6), mother, is calling on behalf of the customer. The customer is concerned with tests results from results obtained of 580mg/dl. The customer's expected fasting blood glucose test result range is 140 to 150mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification. During the call on (B)(6) 2017, a back to back blood test was performed by the customer fasting and produced test results of 341 and 326mg/dl using true metrix air meter. The test strip lot manufacturer's expiration date is 01/31/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: (B)(6). The customer called with concerns regarding their meter reading high compared to the hospital meter. Customer was taken to the hospital for reasons not related to diabetes or high blood sugar.

Manufacturer narrative:
(B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause of malfunction: user had an inaccurate reference. Test strip UDI# (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. (B)(6), mother, is calling on behalf of the customer. The customer is concerned with tests results from results obtained of 580 mg/dl. The customer's expected fasting blood glucose test result range is 140 to 150 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification. During the call on (B)(6) 2017, a back to back blood test was performed by the customer fasting and produced test results of 341 and 326 mg/dl using true metrix air meter. The test strip lot manufacturer's expiration date is 01/31/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: (B)(6). The customer called with concerns regarding their meter reading high compared to the hospital meter. Customer was taken to the hospital for reasons not related to diabetes or high blood sugar.